Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735829, lot/serial #: unknown; product ID: 9735828, lot/serial #: unknown. H3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a blinking screen after booting up the computer. There was no patient involvement.

Manufacturer narrative:
H2: see b5. H2, h6: a05: keyboard / mouse damage a23: issues with merging a110201: freezing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the keyboard and mouse were damaged. After connecting the keyboard to the universal serial bus (usb) connector, navigation made the display freeze and there was an issue with merging.

Manufacturer narrative:
H2) additional information was added to e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735828, lot/serial #: 0816100599 ; product ID: 9735829, lot/serial #: 0716700308 h3) the keyboard (9735828) was returned to the manufacture for analysis. The returned keyboard had handwritten notes across the key board cover, but was otherwise fully functional and when connected to a known good computer. No problem was found. Codes: b01, c19, d14 the mouse (9735829) was returned to the manufacture for analysis. The usb connector on the returned mouse had been damaged. The connector was severely bent. The mouse was not usable as is. There was mechanical issue with the returned mouse. Codes: b01, c07, d02 both parts were returned on the same date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.